Event description:
The reported stated that the patient was experiencing low blood glucose since being on replacement pump running s low as 2.3mmol/l with shakiness. The reported stated that most of the low bgs occurred in the morning. The patient reportedly treated with soda or a juice box. The reporter confirmed that the patient did consume alcohol on some nights. The reporter stated that there was no change in the patient's diet. The reporter stated that the patient would not always enter all carbohydrate intake into the pump when correcting for low bgs. The reporter confirmed the pump settings were correct. The pump history showed that the bolus and basals were delivered as programmed and added up in the total daily dose for past day. The reported confirmed that there was no change in location or rotation of sites, and there was no change in the type of infusion set used. The reporter stated that the patient did not always input all information into the pump for bolus calculations. Customer support advised the reporter to follows up with the patient's health care provider for possible changes in bg management and to discuss the possible use of insulin on board feature to prevent stacking insulin. Customer support also advised the reporter that the patient should put in all information, bg and carbohydrate intake, into the pump when calculating boluses instead of calculating separate boluses for meals and corrections. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. It was reported that the patient was not inputting all information during bolus calculations and was doing some calculations in his head; customer support advised the patient to put in all information when programming a bolus. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission "(B)(4) 2016" - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported event is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.